Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient stated that in the evening of the device replacement, their pulse rate was much lower than what they assumed the device had been set to and the device was not functioning very well. The patient was seen in the emergency room and a company representative came and reprogrammed the device. The device is now working fine and remains in use. No further patient complications have been reported as a result of this event.